Event description:
It was reported that this patient presented to the emergency room indicating that they received a shock from their single chamber implantable cardioverter defibrillator (ICD) device. A review of device data indicated a shock was not provided. However, this right ventricular (rv) lead was indicated to exhibit high out of range shock impedance measurements, including a high measurement of 185 ohms. The shock impedance and rv pace impedance measurements were noted to have been steadily rising in tandem since shortly after implant. The pace impedance was indicated to have reached a high measurement of 1144 ohms, which is high but still with normal specification limits for this lead. The rv threshold was also elevated at 2.4 volts at 1.0 milliseconds with a rv output programmed to 5 volts at 1.0 milliseconds. In addition, the rv beats were noted to exhibit variable morphology as observed on electrograms. A commanded maximum energy shock test was subsequently performed, and a code 1005 was observed, which is an open circuit condition detected during shock delivery. The boston scientific field representative indicated that the patient was being admitted to the hospital. Subsequent information from the representative indicated that the physician has the patient wearing an external holter monitor vest until decisions on further actions are made. The rv lead remains in-service. No patient symptoms or additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: updated event description to accurately reflect lead status to explanted. Correction to d6b: updated explant date to accurately reflect lead status. Correction to h6: updated patient code to indicate electric shock (administered during medical intervention) and updated impact codes sedation (due to medical intervention) as well as device explantation (due to surgical intervention.) Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed approximately 60 mm from the terminal end. The total length was 582 mm, which suggested that a segment was missing. Testing was completed on the available lead segments electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, however surgery-related/explant damage was noted.

Event description:
It was reported that this patient presented to the emergency room indicating that they received a shock from their single chamber implantable cardioverter defibrillator (ICD) device. A review of device data indicated a shock was not provided. However, this right ventricular (rv) lead was indicated to exhibit high out of range shock impedance measurements, including a high measurement of 185 ohms. The shock impedance and rv pace impedance measurements were noted to have been steadily rising in tandem since shortly after implant. The pace impedance was indicated to have reached a high measurement of 1144 ohms, which is high but still with normal specification limits for this lead. The rv threshold was also elevated at 2.4 volts at 1.0 milliseconds with a rv output programmed to 5 volts at 1.0 milliseconds. In addition, the rv beats were noted to exhibit variable morphology as observed on electrograms. A commanded maximum energy shock test was subsequently performed, and a code 1005 was observed, which is an open circuit condition detected during shock delivery. The boston scientific field representative indicated that the patient was being admitted to the hospital. Subsequent information from the representative indicated that the physician has the patient wearing an external holter monitor vest until decisions on further actions are made. The rv lead remains in-service. No patient symptoms or additional adverse patient effects were reported. Additional information received reported that segments of this right ventricular (rv) lead were received by the analysis lab, which indicates surgical intervention was performed in order to explant this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: updated event description to accurately reflect lead status to explanted. Correction to d6b: updated explant date to accurately reflect lead status. Correction to h6: updated patient code to indicate electric shock (administered during medical intervention) and updated impact codes sedation (due to medical intervention) as well as device explantation (due to surgical intervention.) Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed approximately 60 mm from the terminal end. The total length was 582 mm, which suggested that a segment was missing. Testing was completed on the available lead segments electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, however surgery-related/explant damage was noted.

Event description:
It was reported that this patient presented to the emergency room indicating that they received a shock from their single chamber implantable cardioverter defibrillator (ICD) device. A review of device data indicated a shock was not provided. However, this right ventricular (rv) lead was indicated to exhibit high out of range shock impedance measurements, including a high measurement of 185 ohms. The shock impedance and rv pace impedance measurements were noted to have been steadily rising in tandem since shortly after implant. The pace impedance was indicated to have reached a high measurement of 1144 ohms, which is high but still with normal specification limits for this lead. The rv threshold was also elevated at 2.4 volts at 1.0 milliseconds with a rv output programmed to 5 volts at 1.0 milliseconds. In addition, the rv beats were noted to exhibit variable morphology as observed on electrograms. A commanded maximum energy shock test was subsequently performed, and a code 1005 was observed, which is an open circuit condition detected during shock delivery. The boston scientific field representative indicated that the patient was being admitted to the hospital. Subsequent information from the representative indicated that the physician has the patient wearing an external holter monitor vest until decisions on further actions are made. The rv lead remains in-service. No patient symptoms or additional adverse patient effects were reported. Additional information received reported that segments of this right ventricular (rv) lead were received by the analysis lab, which indicates surgical intervention was performed in order to explant this lead. No additional adverse patient effects were reported.